Manufacturer narrative:
(B)(4). In response to medtronic's request for device return, the device was returned to medtronic for evaluation purposes. Analysis results are detailed as follows: the condition of the device showed possible customer use / handling. Upon visual evaluation, the tip of inner drill assembly was found broken and the broken piece measured approximately 1.5cm. No damage was noticed on the trephine drill hub component nor the hub of the inner drill assembly. As per the event description, it is indicated that the bur broke during testing but the handpiece was not locked and the foot pedal was pressed. The bur should be placed in lock position inside the handpiece before handling/use. Based on evaluation and observation of the device, the complaint was confirmed for the reported malfunction (broken tip). The event occurred prior to use and is most likely related to customer mishandling of the product. This device is used for therapeutic purposes.

Event description:
It was reported that the bur tip of the 2mm mini-trephination drill broke off while testing it intraoperatively, prior to use on the patient. Right at the moment the foot pedal was depressed in forward mode at 12000rpm, the tip broke off as soon as it was activated by the microdebrider. The microdebrider was not in lock position at the time and the broken tip was recovered successfully without any additional procedures or equipment, as the broken tip fragment fell on the floor and not into the surgical field. There was no patient impact or injury reported as a result of the event.